Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during insulin delivery and cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. . There was no reported adverse impact to customer's blood glucose level. The reportedly, the customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.